Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples. For patient 1, the initial gluc3 glucose hk gen.3 result was 7 g/l and the repeat result was 0.80 g/l. For patient 2, the initial crep2 creatinine plus ver.2 result was 28 mg/l and the repeat result was 9.2 mg/l. No erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause. He adjusted and cleaned the needles of the washing stations, decontaminated reagent pipettes and sample needles and exchanged pipettes. He ran precision testing and results were within specification. Since the service visit, there have been no further issues.

Manufacturer narrative:
A definitive root cause could not be determined.